Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was in overall good condition. Functional testing was conducted with the returned device and the customer¿s problem was not replicated. However, the event history log was reviewed and confirmed the customer complaint. The root cause was undetermined. Service history review identified that the device has not previously been serviced. As a result, the downstream and upstream occlusion (dso/uso) were calibrated as a preventative measure.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. The device had broken casing, a keypad issue and battery problem. There was unknown patient involvement.